Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the anvil of the reload was malformed. There is no patient involvement.

Manufacturer narrative:
One device was received for evaluation. The returned sample met specification as received by. The visual inspection found no notable conditions. The investigation found the device to function normally and within specifications. This unit does not meet the requirements for a manufacturing or service condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
File reviewed and reassessed to not reportable. Coding (rfr/fdd) changed and event description updated - freedl1; (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.